Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Complaint history and product history record could not be reviewed because the reporter did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures she is experiencing positive dysphotopsia and has streaks of light in opposite directions which is interfering with night driving. Additional information was provided by the consumer that her symptoms are continuing. The consumer's surgeon offered different options to help her symptoms and she chose to wear amber glasses which helps cut down on glare. There are two medical device reports associated with this patient. This report is for the right eye.